Event description:
It was reported to st.jude medical that the patient was checked post-av node ablation and it was observed that the lead migrated towards the apex of the heart. The patient also complained of pain in the area. The r-wave amplitude decreased and capture threshold increased. A lead reposition was performed and theevent clinically resolved. The lead remains implanted.